Manufacturer narrative:
Batch review performed on 18-feb-2021: lot 151735: (B)(4) items manufactured and released on 20-oct-2015. Expiration date: 2020-oct-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
The patient came in reporting pain due to impingement of the head on the psoas, 4 years and 7 months after the primary. The surgeon revised the head and liner.